Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that their calibrations were invalid and they obtained calculation errors on quality control samples. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the dilution tray wash unit and replaced the dryer nozzle. The cse ran quality controls and performed precision testing, which were acceptable. The cause of the calculation errors and discordant results for vanc_2 on three patient samples and quality control samples was due to malfunction of the dryer nozzle. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant falsely elevated vancomycin (vanc_2) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were initially tested on the same instrument and calculation errors were obtained. The samples were repeated on an alternate advia chemistry instrument, resulting lower. The results obtained on the alternate advia chemistry instrument were reported as corrected results to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated vanc_2 results.